Event description:
Following a colonoscopy the pt experienced abdominal pain. An x-ray confirmed a pneumoperitoneum indicating a colon perforation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. The device was not destroyed/disposed of.